Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a meniscus repair surgery, truespan 24, plga was used to attempt a repair on a bucket handle tear. On one of the gun used, dr y. Had difficulties firing the first backstop as he was unable to press down on the trigger. He manage to fire the implant after struggling and pressing on the trigger with force, however the needle was pushed back out and the implant has misfired. I have collected this implant back to send for investigation. The other issue that we encountered on another truespan in this case was when he again had to press on the trigger with force to deploy the first backstop (not as bad as the previous gun) and managed to fire both backstop, but the first backstop was pulled out during tensioning. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:7l13104, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Manufacturer narrative:
The device serial or lot number is unknown. The device serial or lot number was unknown; therefore, UDI: (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This event is associated with MFR#: 1221934-2020-03842. Concomitant medical devices and therapy dates, truespan 24 degree plga device, (B)(6) 2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscus repair surgery on (B)(6) 2020, that the (2)truespan 24 degree plga devices were used to attempt a repair on a bucket handle tear. On one of the devices the clinician had difficulties firing the first backstop as he was unable to press down on the trigger. The clinician managed to fire the implant after struggling and pressing on the trigger with force, however the needle was pushed back out and the implant had misfired. The issue encountered during this same case on another truespan 24 degree plga device was when the clinician had to press on the trigger with force to deploy the first backstop (not as bad as the previous gun) and managed to fire both backstops, but the first backstop was pulled out during tensioning. It was reported that there was a "significant" delay in surgery for this case. A like device was available for use. No additional information was provided.